Manufacturer narrative:
Device evaluation and service pending.

Event description:
During service of the device, review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The device diagnostic history noted the ventilator had been operating on the internal battery. There was no patient harm reported. Completion of device evaluation and service is pending.